Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
While trying to cross over to contralateral iliac using over a wire during a femoropopliteal angioplasty procedure on a (B)(6) male patient, the tip of the catheter broke and was retained in the body. The broken tip of the catheter was retrieved using a wire-loop snare. No additional information regarding patient outcome was provided.